Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. The customer's blood glucose (bg) level was ( 211 mg/dl) due to being unable to use the pump. Troubleshooting with tandem technical support was performed the customer tried a different usb cable and was able to charge the pump successfully.